Event description:
A malfunction was reported on the customer's pump, although no specific events led up to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.